Event description:
New information received noted that the lead was capped and replace on (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, several episodes of atrial lead noise were noted. The noise was reproducible when having the patient perform isometric exercises. Additionally, the lead exhibited low sensing. Intervention was discussed; none was reported. The patient was asymptomatic before, during, and after the interrogation.